Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1700487 investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaw is not opened after loading. There was no reported patient injury.

Event description:
It was reported that the jaw is not opened after loading. There was no reported patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with a clip partially loaded incorrectly into the jaws. The returned sample appears used as there is biological material present on the device. Reference file pic_anp190005 9143 for investigation photos. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, the partially loaded clip fired but did not close. Another attempt was made and, this time, the clip was loaded into the jaws but the jaws would not open all the way. The jaws were opened up more manually and the clip was successfully applied to over-stressed surgical tubing. The next 4 clips had the same issue: the jaws would not open up all the way, but once the jaws were opened up more manually, the clips were able to be successfully applied to over-stressed surgical tubing. The sample was disassembled to inspect the internal components. Upon disassembly, no damages were observed to any components. The sample was received with 11 clips other remarks: remaining in the channel indicating that 4 clips were fired by the end user. Six of the clips were fired during functional testing, including the partially loaded clip. Although it was confirmed that the jaws were not opening completely, it could not be determined what prevented the jaws from opening all the way. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue. The jaws were unable to open completely during testing, but no damages were observed to the device and it could not be determined what prevented the jaws from opening. The reported complaint of "the jaw is not opened" was confirmed based upon the sample received. One device was returned. The sample was received with 11 clips remaining in the channel indicating that 4 clips were fired by the end user. Upon functional inspection, the jaws were unable to open up completely while loading the clips. However, it could not be determined what prevented the jaws from opening all the way since no damages were observed to any of the components. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Although it was confirmed that the jaws were not opening completely, it could not be determined what prevented the jaws from opening all the way. Therefore, the root cause of this complaint is undetermined.